Event description:
It was reported that deflation failure occurred requiring additional intervention. The patient presented with peripheral vascular disease and underwent angioplasty in an occluded artery. The target lesion was located in the superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated using the standard procedure; however, the balloon would not deflate when negative pressure was applied multiple attempts. The whole system had to be withdrawn as the balloon could not be removed through the sheath leaving a much larger hole in the patient's artery. Additional interventions were required to close the artery prolonging the procedure. The procedure was completed using an alternate method.

Manufacturer narrative:
Returned product consisted of a sterling balloon catheter with an unknown sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is stretched and buckled 48.8cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that deflation failure occurred requiring additional intervention. The patient presented with peripheral vascular disease and underwent angioplasty in an occluded artery. The target lesion was located in the superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated using the standard procedure; however, the balloon would not deflate when negative pressure was applied multiple attempts. The whole system had to be withdrawn as the balloon could not be removed through the sheath leaving a much larger hole in the patient's artery. Additional interventions were required to close the artery prolonging the procedure. The procedure was completed using an alternate method.